Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, stent damage occured. The target lesion was located in the left circumflex artery. While attempting to cross the lesion with a 2.25x24mm promus element¿ plus drug-eluting stent, the physician noticed that the stent was damaged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the entire device identified no damage or issues with the profile of the device. The stent was uniformly crimped onto the balloon. A microscopic examination of the crimped stent found no damage to any of the stent struts. No issues existed with the profile of the tip section of the delivery catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention procedure, stent damage occured. The target lesion was located in the left circumflex artery. While attempting to cross the lesion with a 2.25x24mm promus element plus drug-eluting stent, the physician noticed that the stent was damaged. No patient complications were reported and the patient's status was stable.